Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "felling well and his mouth twisted", a seizure, and a fall. The customer was unable to self-treat and was provided coke by a third-party and then taken to the hospital. At the hospital, the customer was provided an unspecified medication to lower the customer's glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It was observed that the applicator was fired correctly. Further investigation was not performed due to sensor was not returned. Therefore, issue is closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "felling well and his mouth twisted", a seizure, and a fall. The customer was unable to self-treat and was provided coke by a third-party and then taken to the hospital. At the hospital, the customer was provided an unspecified medication to lower the customer's glucose levels. There was no report of death or permanent impairment associated with this event.